Event description:
It was reported that the insulin pump was exposed to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit had moisture damage on electronic assembly and on motor. Unit had minor scratched display window.